Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was label lift off/ partial peel off. This event occurred 85 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when opening the package, the tube was found to have a label upwarp issue."

Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for label lift was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of label lift was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of label lift based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was label lift off/ partial peel off. This event occurred 85 times. The following information was provided by the initial reporter and translated to english. The customer stated: "when opening the package, the tube was found to have a label upwarp issue."

Manufacturer narrative:
The following fields have been updated with additional information: d.4 device available for eval? Yes. D.4 returned to manufacturer on: 2022-01-28. H.6. Investigation summary: bd received eighty-seven (87) samples and four (4) photos for investigation. The photos and return samples were reviewed and the indicated failure mode for label lift was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of label lift was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of label lift based on returned photos and customer returned samples. Bd was not able to identify a root cause for the indicated failure mode.